Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: at a time of cleaning, it was confirmed that the rotation shaft and the handle had separated. A technician found that the internal lock part had separated.

Manufacturer narrative:
(B)(4).